Manufacturer narrative:
Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history review: released october 13, 2014. Tecomet ¿ (B)(4) manufactured the extraction screwdriver ¿ part number 352.311 and lot 7735414. The supplier¿s certificate of compliance (dated october 2, 2014), indicates that the parts were made to and met the required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. No non-conformance reports were generated for this lot. Product investigation summary: the inner shaft (part 03.613.004 / lot 7735414) for extraction screwdriver (part 352.311 / lot 7735414) was returned with the distal tip broken. The broken piece was not returned. Replication of the complaint condition is not applicable. This complaint is confirmed. The extraction screwdrivers are part of the spine screw removal system and are used to remove implanted accs, vectra, and vectra-t screws. As noted in the complaint description, the instrument broke while the surgeon was inserting a screw into a cervical plate at an unknown level. The vectra, vectra-t, and vectra-one technique guide includes a caution statement stating ¿the extraction screw driver should only be used for screw removal; use of the extraction screwdriver for screw insertion may lead to driver and/or implant breakage.¿ off axis use could have also caused the fracture seen. Product drawings were reviewed during the evaluation. The instrument is suitable for its intended use when employed and maintained as recommended. Using the extraction screwdriver for screw insertion likely caused the driver to break. Off axis use could have also caused the fracture. No design issues were noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the extraction screwdriver broke during an initial cervical spine surgery. The instrument broke while the surgeon was inserting a screw into the cervical plate at an unknown level. All the fragments generated were removed from the patient. There were no adverse events or patient harm. The surgery was completed successfully without any delay. This report is 1 of 1 for (B)(4).